Event description:
It was reported that the atrial lead has had to be programmed with high outputs. Follow-up was conducted and from the information obtained it was reported that they were not sure if high threshold was due to anatomy but the patient was in atrial fibrillation (af). No intervention has been done and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694758, implantable tachy lead, (B)(6) 2003; 419388, implantable pacing lead, (B)(6) 2003. (B)(4).